Event description:
A minimum fill notification was reported by the customer. There was no reported impact to the customer¿s blood glucose level. Customer reloaded the cartridge after removing the pump from the case and cleaning the pneumatic tap area, which resolved the issue, allowing them to resume insulin delivery.